Event description:
It was reported that after positiioning the introducer catheter into the pt's vessel and when attempting to deploy the filter, the hub on the introducer catheter broke. The introducer catheteer was removeed and a second catheter was placed over the previously placed wire and through the initial puncture site. This was the first of two ocurances on the same pt. The dr. Was able to manipulate the unit and place the second filter w/o changing out the catheter.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.